Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021 .

Event description:
It was reported to philips that the device will not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
H10 the philips field service engineer (fse) replaced the power management (pm) printed circuit board assembly (pcba). The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. H11 g1- contact office information.